Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: non-robotic lap chole using standard laparoscopic technique. The clip was closing high on the jaws with the apex open and the ends closed. The devices are not available for return. The lot number is unknown. Limited information is available. The events occurred the week of (B)(6) 2018. Additional information was received via telephone on 21 dec 2018 from applied medical account manager. The clip was pinched at the very end with the apex open. The event units at were discarded. The lot numbers are not available. There were no patient injuries and the procedure was an unknown standard laparoscopic procedure. The surgeon uses applied medical 5mm trocars. Additional information was received via telephone on 26 dec 2018 at 2:06 pm from applied medical account manager. The procedure was a non-robotic lap chole using standard laparoscopic technique. The clip was high in the jaws. The surgeon fully skeletonized the vessel prior to placing the clip. The surgeon squeezes plastic to plastic. The surgeon was on the vessel at the time and used a dissector to remove the clip. The unit was replaced with an applied medical clip applier to complete the case. No patient injury occurred. Patient status: no patient injury occurred.

Manufacturer narrative:
Investigation summary: the event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: non-robotic lap chole using standard laparoscopic technique. The clip was closing high on the jaws with the apex open and the ends closed. The devices are not available for return. The lot number is unknown. Limited information is available. The events occurred the week of (B)(6) 2018. Additional information was received via telephone on 21dec2018 from applied medical account manager. The clip was pinched at the very end with the apex open. The event units at were discarded. The lot numbers are not available. There were no patient injuries and the procedure was an unknown standard laparoscopic procedure. The surgeon uses applied medical 5mm trocars. Additional information was received via telephone on 26dec2018 at 2:06pmfrom applied medical account manager. The procedure was a non-robotic lap chole using standard laparoscopic technique. The clip was high in the jaws. The surgeon fully skeletonized the vessel prior to placing the clip. The surgeon squeezes plastic to plastic. The surgeon was on the vessel at the time and used a dissector to remove the clip. The unit was replaced with an applied medical clip applier to complete the case. No patient injury occurred. Patient status: no patient injury occurred.